Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported inaccurate delivery during preventive maintenance testing at the user facility. No specific details were provided. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.